Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. After rebooting the pump, it was found that the "ok" button was unresponsive and the pump was unable to progress past the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/07/2013 with the following findings: the keypad is fully intact but the keypad symbols are worn. All of the keypad buttons responded appropriately. Evaluation revealed that there was contamination found under the contrast and up buttons. There was moisture corrosion visible on internal components.